Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving unspecified medication(s) via an implanted infusion pump for post lumbar laminectomy syndrome and non-malignant pain. It was reported the patient's pump ran out in (B)(6) 2014. The device remained in the patient but they didn't use it anymore. It was reported it just beeps. It was noted the patient works out to keep himself going and didn't use any drugs any longer. No patient symptoms were provided. No further information was reported. Additional information has been requested including medication information, clarification regarding if there was a device issue/patient issue/therapy issue and/or procedure issue related to the pump running out, if any patient symptoms had occurred, what troubleshooting was performed, what actions/interventions occurred and what the cause of the pump running out was, but was not available at the time of this report. If additional information is received, a follow-up report will be submitted.